Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, while closing the vaginal cuff, the needle broke and fell into the patient's cavity. An x-ray was performed twice to make sure that both pieces of the broken needle were found which resulted to an extended surgical time of more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The needle was found to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.